Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system would not boot up and displayed the error message "checksum error press f1 to continue. As a part of troubleshooting the fse performed diagnostics and replaced the single board computer battery, but the system would not boot up. The fse found that there was a problem with the single board computer. The fse replaced the sib (system interface board) box. Single board computer, ipb_ox, pfs-418 cfg2 hdd (hard disk drive). After replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It has been reported to philips that the allura system would not boot up and displayed the error message "checksum error press f1 to continue". There was no report of harm. Philips has started an investigation of this complaint.